Manufacturer narrative:
(B)(4). This report involves a patient who experienced an unspecified infection in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was not specified if the patient was hospitalized for the infection. Treatment and patient outcome were not reported. At the time of this report the patient was performing pd therapy. No additional information is available.